Event description:
The clinician reports the implant was inserted (B)(6) 2021-02-16 in ada 30. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On 2021-06-15, non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: fistula. No further patient complications were reported.